Manufacturer narrative:
The hill-rom technician found that the casters were worn. He replaced the casters and the bed functioned to specifications.

Event description:
Info rec'd indicated that when the brakes were activated the head end brake casters did not hold.